Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. A conclusive cause for the reported failure to advance cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that the procedure was to treat a perforation causing an extravasation of dye in the left anterior descending coronary artery. The graftmaster covered stent could not be advanced to the lesion for an unspecified reason. The perforation sealed on its own. Post procedure the echo showed no effusion. Protamine was given to reverse the heparin and activated clotting time (act) reversed to 180 seconds. The use of the graftmaster did not cause or contribute to any adverse effects for the patient and there was no reported clinically significant delay in the procedure. No additional information was provided.